Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly. The battery reached normal end of life (eol) and the telemetry and output were okay. Longevity estimate is 18 months. The ins was implanted for about 187.07 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient quit using the device ¿years ago¿ because his foot pain got better and it was no longer needed. Sometime last fall the skin near the implantable neurostimulator (ins) site started getting red and continued to get worse. Area was now approximately 10 cm x 6 cm and it was not swollen or warm to the touch. The tissue in the pocket was red/pink, with no unusual drainage. There was no discomfort or tenderness. As a result of this event, the device was explanted and not replaced. No diagnostic testing or troubleshooting was performed. A culture was taken from the ins pocket, anaerobic and aerobic. It was later reported that the device was explanted completely without any difficult. Nothing out of the ordinary was noted with the device and it was returned to the manufacturer for analysis. The cause of the redness was not determined and the patient, to the best of the manufacturing representative¿s knowledge, was doing fine.

Manufacturer narrative:
Product ID 3887-28, lot # l63164, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.